Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Damage sustained during the implant removal render any other functional, physically, or observable analysis indeterminate. Imaging provided shows the screws were placed into the disc space. It's possible that this contributed to the reported issue; however, an exact cause cannot be determined.

Event description:
It was reported that post-operative CT scans showed a creo screw head and saddle had disassociated from the screw shank. A revision was needed to remove and replace the construct.